Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device alarmed system error 345 (thermistor disparity). The cause was identified to be the downstream thermistor out of range. The force sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device is pending further evaluation at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.